Manufacturer narrative:
Patient age not made available from the site. Return requested. Replacement motion control box gantry shipped to site 09/13/2016. Suspect motion control box gantry returned to manufacturer for analysis and is under analysis. Return requested. Replacement optical switch cable shipped to site 09/13/2016. No parts have been received by manufacturer for analysis. On 09/15/2016 a medtronic representative performed an imaging system check-out, all areas passed. The medtronic representative replaced the gantry motion controller, then performed a system check-out without any further issues to report. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A site biomed representative reported that while in a spine procedure, their imaging system gantry could not be opened after a successful 3d spin. The site manually opened the door and continued the procedure after a 30 minute delay in therapy. The surgeon completed the procedure with the use of the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age now provided.

Manufacturer narrative:
The hardware investigation of the returned gantry motion control box found that the reported event was related to an electrical issue. The tester installed the gantry motion control box in a test imaging system and during motion calibration the gantry bumps a tilt and then motion calibration halts. The system does not proceed to spinning the rotor to position for door open. The reported event was confirmed to be caused by an issue with the gantry motion control box.